Event description:
Pt presented for aqua cast removal. An aqua cast with 4 wrap and gore-tex aqua liner with saw stop protective strip were applied at initial cast application. During cast removal, the saw stop liner did not stop the saw blade from contacting the pt's skin. It remains unk if too much pressure was applied to the saw blade during cast removal, and questions remain if the saw stop strip functioned as intended during this case. The pt sustained a 2.5 full thickness laceration to the left lateral malleolus which required surgical repair. The product was not expired at the time of application or removal, the tech doing removal was up to date on training and competency at time of the event with experience removing pediatric casts.